Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated he was at work and the infusion device started beeping with four dashes and 2.01 displayed on the screen. The power pack had been in use for about 4 weeks. The patient stated he was not aware of the power pack recall. When asked if he had received the recall notification he replied, "I can't really tell you if I have, I don't pay attention to the mail". He was advised to change the power pack every two weeks. He was advised to insert a new power pack into his infusion device when he returned home. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.